Event description:
Tip of two-prong grasper broke off while instrument in patient. It was sucked out with irrigation/suction. Calcucon failed to operate properly. When the device malfunctioned, the remaining stone burden was cleared with the ehl and holmium laser. There was no ill effect to the patient from this incident.